Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they had their stimulators replaced due to normal battery depletion but also said that they thought the main reason was because of the high settings they had for their rsd. Pt said for the second ins "I had to lay on a table in the office and I guess it was some sort a didn't seem like a regular x-ray but just to see how it was, I don't know" pt then said "and this is a guess, I remember something maybe about some scar tissue or ya know where it wasn't having a good connection".